Event description:
Procedure type: unknown. According to the reporter: the instruments did not function properly. Three instruments would be released, and all three instruments "air dropped" out of the anastomosis. No patient injury was reported. No further information has been disclosed.